Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the door 1 ,2 and 4 was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were intermittent failures to open tower doors 1, 2, and 4. A field service engineer logged into the hta (hub terminal assembly) to test the doors, and noise was observed on door 4 only. The fse then cleaned the micro switches on the latches for doors 1 through 4 to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.